Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00014. It was reported the patient ((B)(6)) experienced a loss of stimulation. The leads were explanted and replaced. The leads were implanted in (B)(6) 2015, the exact date of implant was not provided to the manufacturer. Concomitant medical products the exact implant date of the following device is unknown: model: mn20200, drg ipg, implant date: (B)(6) 2015.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00014. Reference MFR report: 3008829311-2017-00468. Follow-up information indicated during the explant procedure, intraoperative testing of both the leads and extensions (2 extensions from the same lot) indicated the loss of stimulation was due to the extensions. The patient's system was explanted and replaced with a scs system. The implant date of the lead and extensions were unable to be provided to the manufacturer. The extensions are being reported under MFR report: 3008829311-2017-00468.